Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 549 mg/dl. The customer had changed the infusion tubing and cartridge. As the customer changed the supplies prior to contacting tandem technical support, a system check was unable to be performed to determine a cause of the occlusions; however, the current supplies were checked and were found to function as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.